Event description:
It was reported that an ilet user experienced sustained hyperglycemia after multiple infusion site changes, with a highest blood glucose of 359 mg/dl and alerts for prolonged high readings; the user was using a steel 6 mm contact/detach infusion set, and troubleshooting included site assessment and education on potential absorption issues and backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or other acute clinical effects. Outcomes included no need for medical intervention, no hospitalization, no assistance from others, and no use of backup therapy or ketone testing during the event. Investigation included technical support review, user interview, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and a possible issue with infusion site absorption. It was concluded that the cause of the hyperglycemia was unclear and that the device appeared to function as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.